Manufacturer narrative:
Additional information: lot number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; however, a video and photos were provided. The visual inspection of the provided photos and video confirms the failure description of the user. The disconnection between hansen connector and corresponding line is clearly visible and caused by an insufficient gluing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During priming of the mars device, the user noticed a leak in the tubing set at the connection site to the mars filter. The user was not able to complete the priming set up. The user took the whole set down and used another new set for priming and patient treatment. There was no patient involvement. No additional information is available.